Event description:
It was reported that pt's lead was protruding slightly near the axilla and was not exposed. F/u with the surgeon indicated that the lead had "uncoiled and malpositioned". The pt underwent revision surgery where the lead and generator were repositioned within the pocket. The vns therapy system was checked and found to be functioning properly.